Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The lesion was located in the proximal left anterior descending (lad) artery. The lesion was calcified and eccentric. The physician pre-dilated the lesion with a maverick 3.00x15.0mm balloon and a maverick 3.00x20.0mm balloon. Next, the physician attempted to cross the lesion site several times with a taxus express2 3.00x20.0mm drug eluting stent, but was unsuccessful. Ultimately a dissection from the lad to the left main artery occurred. The procedure was stopped and the pt was sent for emergency CABG. No stent was placed. Several attempts have been made to obtain further info regarding the emergency surgery and the pt condition, but has not been rec'd as of the date of this report.

Manufacturer narrative:
Device has not been rec'd for analysis as of the date of this report.